Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type iii, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, swelling, abscess and inflammation. No further patient complications were reported.